Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the devices for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Device#1 -bent. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The device was not received for evaluation, and no photos of the failure were provided. Device#2. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error due to incorrectly following the surgical technique of the device. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.

Event description:
It was reported that during a bankhart repair, with the first attempt to insert the implant, the inserter bent during malleting. They removed the device and used the second ar-3638 to complete the case. With the second ar-3638, the second shuttle suture stuck in the anchor and they could not pull it through the anchor; they cut the suture and the anchor is secure.